Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified pen needle the needle was blocked.

Event description:
It was reported that the unspecified pen needle the needle was blocked.

Manufacturer narrative:
Investigation summary: customer returned (1) 4mm, 32g bd pen needle without the tear drop label. Customer reported needle blocked. The returned pen needle was examined and it exhibited a bent patient end of the cannula. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at pe (which could cause obstruction for flow, hence needle appears blocked or clogged). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples.